Manufacturer narrative:
Trackwise - (B)(4). Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The device was returned to the factory for evaluation on 10/20/2025. An investigation was conducted on 10/20/2025. Signs of clinical use and evidence of blood was observed on the harvesting device handle. There were no visual defects observed on the intact silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. No other visual defects were observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "peeled; delamianted; jaw" was not confirmed, however, the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000494536 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported and analysed failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that silicone on the vasoview hempro 2 shears was peeling off.